Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose of 400 mg/dl and 500 mg/dl. The customer's spouse was assisted with suspending and resuming the insulin pump. The customer's blood glucose was 317 mg/dl at the time of call. The customer's spouse declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.